Manufacturer narrative:
Concomitant medical products: 4068-45, implanted: (B)(6) 1998.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited low impedances. The leads remain in use. No patient complications have been reported as a result of this event.